Event description:
Event verbatim [preferred term] burns with 2 blisters, one of them is probably 1 inch in diameter and the second one is about 1/2 an inch in diameter [burns second degree] , the cloth part of the wrap came apart in 2 spots, the charcoal came apart at the top and bottom [device issue] , . Case narrative:this is a spontaneous report from a contactable registered nurse reporting on behalf of herself. This (B)(6) caucasian female patient started to use thermacare heatwrap (thermacare heatwraps mult-purpose muscle pain) (device lot number s68516, expiration date jul2020) from an unspecified date for chronic back pain. Medical history included back surgery on (B)(6) 2018 (spacer placed in her spine 5 weeks ago resulting in body height growth of 2 inches taller), a bone graft on (B)(6) 2018 and body height increased (2 inches taller). The patient's concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for chronic back pain with no adverse effect. On (B)(6) 2018, the patient reported she applied the heatwrap to her underwear over her lower back, way below the surgery area. She stated they worked on 2 and 3, so she place the wrap more like in the area of l4, 5 and s1, right around the sacral area. The patient reported the cloth part of the wrap came apart in 2 spots. The charcoal came apart at the top and bottom and she experienced a burn and blister in 2 places. She did not feel it right away due to her previous surgeries. She hated to say it, but she thinks the burns and blisters have worsened a little because of the nerves are regenerating in her back and it is sensitive. There were 2 blisters. One of them is probably 1 inch in diameter and the second one is about 1/2 an inch in diameter. She did not realize that the adhesive had moved up and was open, and she did not feel it. She knew to immediately go get aloe for the burn. It was an aloe plant and not cream. She also has silvadene that she can put on it once the blisters are down. She did not go to the doctor or emergency room. Her husband is a physician assistant and he is treating her for it. She stated she will continue to use the product in the future, once her burns and blisters heal. She stated that her getting taller did not have anything to do with using the product but instead was a result of the surgery. The patient underwent lab tests and procedures which included body height (unknown date): grown 2 inches taller. Action taken with the suspect product was temporarily withdrawn on an unspecified date. Therapeutic measures taken as a result of burns and blisters included an aloe plant. Clinical outcome of the events was not resolved. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the events of "burn blister and device issue" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burn blister and device issue" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
The most probable root cause is "equipment, mechanical failure with method" identified as a probable root cause contributor as determined in the related "investigation (B)(4)for batch s68516 m&j 4ct USA: cells damaged/leaking". The cell-pack provides the heat in the thermacare wrap (the heat engine) and the top and bottom sheet encapsulates the chemistry, which makes up part of the heat engine along with a brine solution. The bottom sheet is drawn into the forming plates by vacuum to form the cells and allow for dosing. The upper sheet is hna (hot needle aperture) film that has holes that regulate airflow to the dosed cells which enables the chemical reaction that creates the heat of the wrap. Chemistry is a powder which is made up of a soft iron, carbon, or agm (absorbent gelling material). A brine (water, salt, sodium thiosulfate) solution is dosed into cell containing the chemistry during production. The solution triggers a reaction with the chemistry mixture in the presence of oxygen to produce the heat from the thermacare cell pack. The brine addition is designed to target the center of the cell. Brine is delivered from the individual pumps through a manifold which then routes it through individual hoses for each cell. The hoses are connected to individual nozzles aligned with each cell. The hoses are connected to the nozzles with pressure fit couplings. Once the chemistry and brine are dosed into the cells the top and bottom sheets come together and pass through the heat seal roll at the discharge of the heat pack maker (hpm), which heats and compresses the films together to bond them and seal the cells to prevent leakage. Evaluation of the returned sample shows the wrap has two cells that are leaking chemistry to the outside of the wrap. Examination of the unsealed areas found the defect was caused by chemistry and brine mix being outside of the cells; thus, preventing sealing of the bottom and upper sheet. The area appears to have been left unsealed due to...

Event description:
Event verbatim [preferred term] burns with 2 blisters, one of them is probably 1 inch in diameter and the second one is about 1/2 an inch in diameter [burns second degree] , the cloth part of the wrap came apart in 2 spots, the charcoal came apart at the top and bottom [device issue]. Case narrative:this is a spontaneous report from a contactable registered nurse reporting on behalf of herself. This 45-year-old female patient started to use thermacare heatwrap (thermacare heatwraps mult-purpose muscle pain) (device lot number s68516, expiration date jul2020) from an unspecified date for chronic back pain. Medical history included back surgery on (B)(6) 2018 (spacer placed in her spine 5 weeks ago resulting in body height growth of 2 inches taller), a bone graft on (B)(6) 2018 and body height increased (2 inches taller). The patient's concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for chronic back pain with no adverse effect. On (B)(6) 2018, the patient reported she applied the heatwrap to her underwear over her lower back, way below the surgery area. She stated they worked on 2 and 3, so she place the wrap more like in the area of l4, 5 and s1, right around the sacral area. The patient reported the cloth part of the wrap came apart in 2 spots. The charcoal came apart at the top and bottom and she experienced a burn and blister in 2 places. She did not feel it right away due to her previous surgeries. She hated to say it, but she thinks the burns and blisters have worsened a little because of the nerves are regenerating in her back and it is sensitive. There were 2 blisters. One of them is probably 1 inch in diameter and the second one is about 1/2 an inch in diameter. She did not realize that the adhesive had moved up and was open, and she did not feel it. She knew to immediately go get aloe for the burn. It was an aloe plant and not cream. She also has silvadene that she can put on it once the blisters are down. She did not go to the doctor or emergency room. Her husband is a physician assistant and he is treating her for it. She stated she will continue to use the product in the future, once her burns and blisters heal. She stated that her getting taller did not have anything to do with using the product but instead was a result of the surgery. The patient underwent lab tests and procedures which included body height (unknown date): grown 2 inches taller. Action taken with the suspect product was temporarily withdrawn on an unspecified date. Therapeutic measures taken as a result of burns and blisters included an aloe plant. Clinical outcome of the events was not resolved. As of 18may2018, the product quality complaint (pqc) group investigation results stated that the most probable root cause is "equipment, mechanical failure with method" identified as a probable root cause contributor as determined in the related "investigation (B)(4) for batch s68516 m&j 4ct USA: cells damaged/leaking". The cell-pack provides the heat in the thermacare wrap (the heat engine) and the top and bottom sheet encapsulates the chemistry, which makes up part of the heat engine along with a brine solution. The bottom sheet is drawn into the forming plates by vacuum to form the cells and allow for dosing. The upper sheet is hna (hot needle aperture) film that has holes that regulate airflow to the dosed cells which enables the chemical reaction that creates the heat of the wrap. Chemistry is a powder which is made up of a soft iron, carbon, or agm (absorbent gelling material). A brine (water, salt, sodium thiosulfate) solution is dosed into cell containing the chemistry during production. The solution triggers a reaction with the chemistry mixture in the presence of oxygen to produce the heat from the thermacare cell pack. The brine addition is designed to target the center of the cell. Brine is delivered from the individual pumps through a manifold which then routes it through individual hoses for each cell. The hoses are connected to individual nozzles aligned with each cell. The hoses are connected to the nozzles with pressure fit couplings. Once the chemistry and brine are dosed into the cells the top and bottom sheets come together and pass through the heat seal roll at the discharge of the heat pack maker (hpm), which heats and compresses the films together to bond them and seal the cells to prevent leakage. Evaluation of the returned sample shows the wrap has two cells that are leaking chemistry to the outside of the wrap. Examination of the unsealed areas found the defect was caused by chemistry and brine mix being outside of the cells; thus, preventing sealing of the bottom and upper sheet. The area appears to have been left unsealed due to the brine being in the area around the cells preventing them from sealing. This incident impacted one row of cells causing the cell edges to not properly seal because of the presence of brine. The brine pumps not working properly can cause brine dosing fluctuations. It was found that at the time of manufacture of batch s68516 there was no preventive maintenance (pm) in place for the brine pumps. As a preventive action a pm for the proper maintenance of brine pumps have been implemented. Independent of this investigation as part of process improvement the sampling frequency interval for in-process attribute quality checks was changed from every 10 minutes to every 6 minutes to help monitor the batch real-time and allow reaction to defect issues. No quality issues were identified upon review of the retain samples, batch records and release testing data. Additional information has been requested and will be provided as it becomes available. Follow-up (18may2018): new information reported from the pqc group includes: product investigation summary results. Follow-up attempts are completed from the reporter and no further information is expected. Company clinical evaluation comment: based on the information provided, the events of "burn blister and device issue" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Malfunction from the returned sample has been identified. Review of the retained samples met the product description, no quality issues were identified upon review of the batch records. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation has been completed., comment: based on the information provided, the events of "burn blister and device issue" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Malfunction from the returned sample has been identified. Review of the retained samples met the product description, no quality issues were identified upon review of the batch records. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation has been completed.

Event description:
Event verbatim [preferred term] burns with 2 blisters, one of them is probably 1 inch in diameter and the second one is about 1/2 an inch in diameter [burns second degree] , the cloth part of the wrap came apart in 2 spots, the charcoal came apart at the top and bottom [device leakage] , . Case narrative:this is a spontaneous report from a contactable registered nurse reporting on behalf of herself. This 45-year-old female patient started to use thermacare heatwrap (thermacare heatwraps mult-purpose muscle pain) (device lot number s68516, expiration date jul2020) from an unspecified date for chronic back pain. Medical history included back surgery on(B)(6)2018 (spacer placed in her spine 5 weeks ago resulting in body height growth of 2 inches taller), a bone graft on (B)(6)2018 and body height increased (2 inches taller). The patient's concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for chronic back pain with no adverse effect. On (B)(6)2018, the patient reported she applied the heatwrap to her underwear over her lower back, way below the surgery area. She stated they worked on 2 and 3, so she place the wrap more like in the area of l4, 5 and s1, right around the sacral area. The patient reported the cloth part of the wrap came apart in 2 spots. The charcoal came apart at the top and bottom and she experienced a burn and blister in 2 places. She did not feel it right away due to her previous surgeries. She hated to say it, but she thinks the burns and blisters have worsened a little because of the nerves are regenerating in her back and it is sensitive. There were 2 blisters. One of them is probably 1 inch in diameter and the second one is about 1/2 an inch in diameter. She did not realize that the adhesive had moved up and was open, and she did not feel it. She knew to immediately go get aloe for the burn. It was an aloe plant and not cream. She also has silvadene that she can put on it once the blisters are down. She did not go to the doctor or emergency room. Her husband is a physician assistant and he is treating her for it. She stated she will continue to use the product in the future, once her burns and blisters heal. She stated that her getting taller did not have anything to do with using the product but instead was a result of the surgery. The patient underwent lab tests and procedures which included body height (unknown date): grown 2 inches taller. Action taken with the suspect product was temporarily withdrawn on an unspecified date. Therapeutic measures taken as a result of burns and blisters included an aloe plant. Clinical outcome of the events was not resolved. As of (B)(6)2018 , the product quality complaint (pqc) group investigation results stated that the most probable root cause is "equipment, mechanical failure with method" identified as a probable root cause contributor as determined in the related "investigation 2222400 for batch s68516 m&j 4ct USA: cells damaged/leaking". The cell-pack provides the heat in the thermacare wrap (the heat engine) and the top and bottom sheet encapsulates the chemistry, which makes up part of the heat engine along with a brine solution. The bottom sheet is drawn into the forming plates by vacuum to form the cells and allow for dosing. The upper sheet is hna (hot needle aperture) film that has holes that regulate airflow to the dosed cells which enables the chemical reaction that creates the heat of the wrap. Chemistry is a powder which is made up of a soft iron, carbon, or agm (absorbent gelling material). A brine (water, salt, sodium thiosulfate) solution is dosed into cell containing the chemistry during production. The solution triggers a reaction with the chemistry mixture in the presence of oxygen to produce the heat from the thermacare cell pack. The brine addition is designed to target the center of the cell. Brine is delivered from the individual pumps through a manifold which then routes it through individual hoses for each cell. The hoses are connected to individual nozzles aligned with each cell. The hoses are connected to the nozzles with pressure fit couplings. Once the chemistry and brine are dosed into the cells the top and bottom sheets come together and pass through the heat seal roll at the discharge of the heat pack maker (hpm), which heats and compresses the films together to bond them and seal the cells to prevent leakage. Evaluation of the returned sample shows the wrap has two cells that are leaking chemistry to the outside of the wrap. Examination of the unsealed areas found the defect was caused by chemistry and brine mix being outside of the cells; thus, preventing sealing of the bottom and upper sheet. The area appears to have been left unsealed due to the brine being in the area around the cells preventing them from sealing. This incident impacted one row of cells causing the cell edges to not properly seal because of the presence of brine. The brine pumps not working properly can cause brine dosing fluctuations. It was found that at the time of manufacture of batch s68516 there was no preventive maintenance (pm) in place for the brine pumps. As a preventive action a pm for the proper maintenance of brine pumps have been implemented. Independent of this investigation as part of process improvement the sampling frequency interval for in-process attribute quality checks was changed from every 10 minutes to every 6 minutes to help monitor the batch real-time and allow reaction to defect issues. No quality issues were identified upon review of the retain samples, batch records and release testing data. Additional information received on (B)(6)2018 from product quality complaint (pqc) group included investigation results. Investigation of adverse events for burns with thermacare lots identified a defect in wraps to batches s68516, t26686, t26691 and t26693, originating from the manufacturing process. During the manufacture of thermacare, the bottom sheet of the wrap is drawn into forming plates by vacuum to form the cells. The cells are then dosed with the chemical components (iron, charcoal, absorbent material and brine solution). A top sheet/film (that has holes to regulate airflow to the dosed cells to control the chemical reaction that creates heat) is placed over the lower sheet that has the dosed cells. The top and bottom sheets are then aligned and passed through the heat seal roll, which heats and compresses the films together to bond them and seal the cells to prevent leakage. Brine addition is designed to target the center of a cell. Brine is delivered from the individual pumps through a manifold which then routes it through individual hoses. When air is present in the brine line, brine solution will dribble out onto the wrap in an uncontrolled manner as the wrap moves under the brine dosing manifold. The hoses are connected via a quick connect fitting. Evaluation of returned wraps confirmed that brine solution was present outside of the heat cells and prevented proper sealing of the upper and bottom sheets. Based on evaluation of the wraps returned, the most probable root cause for this incident is air getting into the brine line caused by a loose brine hose connection. The error with the brine system most likely occurred during setup and one or more of the hoses may not have been connected properly. The batches identified in the scope of this incident were manufactured consecutively and impacted from one equipment setup where one or more of the hoses may not have been connected properly resulting in vacuum not being held allowing air to enter the line, causing intermittent dripping of brine outside the heat cells. Site review of the batch device history record for the batches concludes all release requirements were met. There were no out of specification (oos) results recorded during the production of these batches. Review of manufacturing in process and quality checks associated with the batches indicates that all required inspections were performed and all inspection criteria were met. For all wraps tested during manufacture, none had leaking or damaged cells. A visual inspection of retain samples for each batch was also completed (and showed no defects to the wraps, all have cell packs with good seals, none damaged or leaking. The brine solution prevented the wrap to properly seal resulting in the cell contents to leak. Based the all in-process and quality checks passing during manufacture of these batches, the defect occurred at a low frequency. Preventative actions: create a procedure for setup of the brine system. This document will include instructions to properly handle the brine manifold, verify air isn't within the supply lines, provide instruction to ensure the lines are secure to the connectors to prevent any air from entering the system and define purge times based downtime intervals. (Completed) replace current brine manifold to dispensing plate supply lines (push/pull disconnect) with an improved connection intended to reduce the chance for system leaks. (Completed) implement a heat pack maker hourly inspection, including proper brine dispensing, stray chemistry, build-up in platens & seal roll cleanliness and directions for product isolation in case of any failure. Complete evaluation of the wrap size and determine the need to increase the outside border of the wrap from 3 mm to 5 mm. Complete evaluation of brine solution detectability by the quality check cameras either by coloring the brine solution or use of a strong uv absorber. Additional information has been requested and will be provided as it becomes available. Follow-up (B)(6)2018: new information reported from the pqc group includes: product investigation summary results. Follow-up(B)(6)2018 : new information received from product quality complaints (pqc) group included: additional product quality investigation results. Follow-up attempts completed. No further information is expected. Company clinical evaluation comment based on the information provided, the events of "burn blister and device leakage" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Malfunction from the returned sample has been identified. The above referenced lot number s68516 was recalled on (B)(6)2018. Subsequent to the conclusion of a manufacturing investigation, pfizer initiated a voluntary recall of 6 lots [s68516, t26686, t26691, t26693, 8054ha, 8054hb] due to a potential for device leakage of the ingredients contained in the heat wrap that could result in serious skin-related events, including burn. These 6 lots were distributed in the united states with expiry dates of either july or august 2020., comment: based on the information provided, the events of "burn blister and device leakage" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Malfunction from the returned sample has been identified. The above referenced lot number s68516 was recalled on (B)(6)2018. Subsequent to the conclusion of a manufacturing investigation, pfizer initiated a voluntary recall of 6 lots [s68516, t26686, t26691, t26693, 8054ha, 8054hb] due to a potential for device leakage of the ingredients contained in the heat wrap that could result in serious skin-related events, including burn. These 6 lots were distributed in the united states with expiry dates of either july or august 2020.

Manufacturer narrative:
Investigation of adverse events for burns with thermacare lots identified a defect in wraps to batches s68516, t26686, t26691 and t26693, originating from the manufacturing process. During the manufacture of thermacare, the bottom sheet of the wrap is drawn into forming plates by vacuum to form the cells. The cells are then dosed with the chemical components (iron, charcoal, absorbent material and brine solution). A top sheet/film (that has holes to regulate airflow to the dosed cells to control the chemical reaction that creates heat) is placed over the lower sheet that has the dosed cells. The top and bottom sheets are then aligned and passed through the heat seal roll, which heats and compresses the films together to bond them and seal the cells to prevent leakage. Brine addition is designed to target the center of a cell. Brine is delivered from the individual pumps through a manifold which then routes it through individual hoses. When air is present in the brine line, brine solution will dribble out onto the wrap in an uncontrolled manner as the wrap moves under the brine dosing manifold. The hoses are connected via a quick connect fitting. Evaluation of returned wraps confirmed that brine solution was present outside of the heat cells and prevented proper sealing of the upper and bottom sheets. Based on evaluation of the wraps returned, the most probable root cause for this incident is air getting into the brine line caused by a loose brine hose connection. The error with the brine system most likely occurred during setup and one or more of the hoses may not have been connected properly. The batches identified in the scope of this incident were manufactured consecutively and impacted from one equipment setup where one or more of the hoses may not have been connected properly resulting in vacuum not being held allowing air to enter the line, causing intermittent dripping of brine outside the heat cells. Site review of the batch device history record for the bat.